Manufacturer narrative:
The customer recalibrated the assay but the calibration failed. The customer then successfully calibrated with a new calibration kit, but the quality controls were out of range. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-tpo results for quality control material and patient samples from the cobas e411 rack analyzer. An example of the patient results was provided as an initial result of 9 iu/ml and a repeat result at another laboratory was 72 iu/ml. The questionable results were not reported outside of the laboratory. The reagent lot number was 60701301 with an expiration date of 31-jan-2023.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. From the information and data provided, a general reagent issue could be excluded. The issue appeared to be resolved after a new calibration and replacing the on/board solutions.